Event description:
The customer called technical support (ts)and reported that the device will not power on. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The gas delivery system (gds) of the device was received at the product investigation lab (pil). The pil technician installed the gds into standard test bed (stb) and the stb passed all testing and all voltages required for the proper operation of the system. The stb with the temporary install of the suspected gds operated properly on alternating current (ac) and battery power each exclusively. Product UDI is corrected. Contact information and contact office entity are updated.